Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection. Functional testing revealed that the device was received in an inoperable state; the battery was unable to charge or provide power. Further testing revealed that test equipment was unable to read the battery status from due to a communication problem with the main integrated circuit (ic) that monitors the battery and reports information to the controller. Supplemental testing revealed that the battery was unable to be fully reset, likely due to a problem with the main integrated circuit. After the main integrated circuit was replaced, the battery worked as intended. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty integrated circuit that controls the battery. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.